Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received implant warranty and registration card for patient noting that the patient's lead was replaced, but no reason as to why. Follow-up with company representative revealed that the surgeon indicated to her that the patient was having her generator replaced due to end of service when the reporter noticed that the patient's lead was broken. He subsequently replaced the entire vns therapy system. Good faith attempts to obtain additional information, and devices for product analysis, have been made.